Event description:
It was reported that the sys locked up. There is no report of death or serious injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The voltage on ps1 was evaluated and readjusted. The sys was tested and found to be working as intended and put back into svc.